Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer troubleshoot the unicel dxc 800 pro synchron system. The customer replaced the sodium and calcium electrodes to resolve the issue. No further issue was noted. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer reported the generation of three (3) false low sodium (na) and high calcium patient results on their unicel dxc 800 pro synchron system. The erroneous results were reported outside the laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event. The customer provided verbal examples of na patient results.